Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture concomitant products: 200cc mentor smooth round moderate profile saline prosthesis, catalog #3501625, serial number# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with a previous history of implant deflation who had a 200cc mentor smooth round moderate profile saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 200cc saline protheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's age at the time of event was mistakenly omitted from the initial report. Additionally, the procedure involving implantation of the complaint device was a primary breast augmentation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the sample it was observed to be intact. Leak testing revealed there was a tear measuring approximately 0.2 cm within a crease on anterior view. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).